Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that approximately one month after implant the implantable cardiac monitor had eroded through the skin and the patient experienced discomfort at the site of the device erosion. The device was explanted and wound was flushed with antibiotic and closed. No further patient complications have been reported as a result of this event.